Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. The pump was evaluated and during examination, two small, loose, tissue-like depositions were present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The depositions lacked lamination, lacked denaturing, were not adhered to the outlet bearing ball or stator blades, and did not appear to have originated in this location. Additionally, the rotor outlet showed no evidence of contact marks. The specific origin of the depositions and a time in which they were present in the pump could not be conclusively determined. If the depositions were present in the pump during operation, they could have potentially contributed to the report of elevated lactate dehydrogenase level. Examination of the remaining blood contacting surfaces found no deposition of thrombus formation. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The pump passed all electrical and functional testing. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was hospitalized for elevated lactate dehydrogenase (ldh). The patient was discharged on lovenox for treatment. Following discharge, the patient''s ldh level continued to increase, and the symptoms returned. The patient underwent a pump exchange. No additional information was provided.